Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) reported that the device was disposed of according to hospital protocol and couldn¿t be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v697759, implanted: (B)(6) 2013, product type: lead, ubd: 04-apr-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The rep reported that there was a lead migration. The patient had reported to the hcp that she had pain in her abdomen/pelvic area after working. The rep stated that a CT scan and x-ray had been done. The rep reported that no interventions had been taken at that point that they were aware of, and that they had advised that the stimulator should be turned off. No further complications were anticipated/reported.

Manufacturer narrative:
Eval code: conclusion updated. All codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that they had met with the healthcare provider (hcp) that afternoon to review the CT scan and x-ray. When asked what the cause of the lead migration was, the rep stated that upon review of the x-ray, electrode #2 and #3 are straddling the anterior edge of the sacrum. The rep clarified the statement ¿she had pain in her abdomen/pelvic area after working¿. The rep reported that the patient was doing a physical workout, and then the abdominal and leg pain started and did not stop until she turned off the stimulation. The rep stated that the actions/interventions that were taken to resolve the lead migration were that the stimulation had been turned off on (B)(6) 2018. The rep reported that the impedances are all out of range when they were checked. The rep reported that the doctor is planning to fully remove the system. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the lead and implantable neurostimulator (ins) were explanted that day ((B)(6) 2018). The rep stated that this event started around (B)(6) 2018.